Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were micro air bubbles in the tubing of a duo-vent clearlink luer activated valve. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.